Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash and inflammation underneath sensor pod area only. The patient´s mother called to ask if they can use the sensor without adhesive since the patient experiences skin reaction due to the adhesive they have reach out to a dermatologist and according to the dermatologist the patient is allergic to the adhesive and the patient has methicillin-resistant staphylococcus aureus (mrsa) infection. It was reported that the cause of the allergy and infection was because of the patient´s surgery a year ago. At the time of the call the patient was stable and fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).